Event description:
It was reported to boston scientific corporation that an alliance ii syringe was attempted to be used during a gastrointestinal dilatation procedure performed on an unknown date. During the procedure, the device was attached into the alliance handle, pressure was applied but pressure gauge needle was not increasing so usage was stopped. The procedure was completed with another alliance ii syringe. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. Block h6: imdrf device code a0902 captures the reportable event of gauge reading inaccurate.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0902 captures the reportable event of gauge reading inaccurate. Block h11: investigation results the returned alliance ii inflation syringe was analyzed, and a visual examination found no damages to the device. Functional analysis was performed, and the syringe was filled but pressure gauge needle was not increasing. No other problems with the device were noted. Laboratory analysis confirmed the reported clinical observations. Boston scientific corporation (bsc) manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, and a review of the manufacturing records for the associated lot (0033638959) confirmed that the device met specification prior to distribution. Bsc initiated a corrective and preventive action (CAPA) investigation to further evaluate an intermittently malfunctioning camera system that may not have detected and rejected faulty gauges, and to determine the root cause of this issue. A review of camera data from 01 june 2022 to 28 july 2023 identified events where the vision system was intermittently malfunctioning, and alliance ii syringes with faulty gauges may not have been detected. The investigation determined that approximately 0.017% of alliance ii syringes manufactured during this timeframe may have had faulty gauges that were not detected as intended. An inspection was implemented at the test station on 02 august 2023 to confirm vision system functionality. As a result of the CAPA investigation, bsc implemented a software update on the alliance ii syringe gauge inspection cameras to ensure that all products would be rejected at the test station if the cameras were out of focus. This solution was implemented on 06 december 2023. The referenced device was manufactured on 15 march 2024, after the solution was implemented. The investigation found it possible that procedural-related factors, such as how the device was handled and manipulated during the procedure, could have caused or contributed to the reported event (e.g., the gauge is accidentally hit or dropped during use). Bsc assigned the referenced event the investigation conclusion code of adverse event related to procedure because the event was associated with a product that met design and manufacturing specifications, but device performance was limited due to anatomical or procedural factors encountered during use. The product performance monitoring confirms that the alliance ii syringe is performing within established design, safety, and anticipated product performance expectations, and continues to meet its intended use with respect to safety and performance. Bsc will continue to monitor and trend these complaints and associated risks as outlined in our quality systems process.

Event description:
It was reported to boston scientific corporation that an alliance ii syringe was attempted to be used during a gastrointestinal dilatation procedure performed on an unknown date. During the procedure, the device was attached into the alliance handle, pressure was applied but pressure gauge needle was not increasing so usage was stopped. The procedure was completed with another alliance ii syringe. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0902 captures the reportable event of gauge reading inaccurate. Block h11: investigation results the returned alliance ii inflation syringe was analyzed, and a visual examination found no damages to the device. Functional analysis was performed, and the syringe was filled but pressure gauge needle was not increasing. No other problems with the device were noted. Laboratory analysis confirmed the reported clinical observations. With all the available information, boston scientific (bsc) concludes the reported event of gauge reading inaccurate was confirmed. The returned device was analyzed, and functional testing determined that the syringe could be pressurized successfully but the gauge did not read the pressure. The most probable root cause for this event is manufacturing deficiency, as the gauge reading inaccurately was traced to the manufacturing process. The gauge being unable to read pressure was the result of an intermittently malfunctioning camera system that may not have detected and rejected the faulty device. A review of the manufacturing process identified that a test station had cameras out of focus, which resulted in the inability to detect gauges that did not meet acceptance criteria. Bsc initiated a corrective and preventive action (CAPA) investigation to determine the root cause of this issue. A review of camera data from 01 june 2022 to 28 july 2023 identified events where the vision system was intermittently malfunctioning, and alliance ii syringes with faulty gauges may not have been detected. The investigation determined that approximately 0.017% of alliance ii syringes manufactured during this timeframe may have had faulty gauges that were not detected as intended. An inspection was implemented at the test station on 02 august 2023 to confirm vision system functionality. As a result of the CAPA investigation, bsc implemented a software update on the alliance ii syringe gauge inspection cameras to ensure that all products would be rejected at the test station if the cameras were out of focus. This solution was implemented on (B)(6) 2023. An investigation to address this problem has been completed.

Event description:
It was reported to boston scientific corporation that an alliance ii syringe was attempted to be used during a gastrointestinal dilatation procedure performed on an unknown date. During the procedure, the device was attached into the alliance handle, pressure was applied but pressure gauge needle was not increasing so usage was stopped. The procedure was completed with another alliance ii syringe. There were no patient complications reported as a result of this event.